Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-02732. It was reported the patient experienced ineffective therapy due to their scs leads migrating. The migration was confirmed with x-rays. In turn, the patient underwent surgical intervention wherein the full scs system was explanted.

Manufacturer narrative:
The total explant took place, but his other health issues prevent implanting replacement at this time. No product being returned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.